Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found drawer failed. The field service engineer replaced latch and reassembled the drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was unable to recover. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.